Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Being used for: mesh erosion. Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic and open ventral hernia repair on (B)(6) 2013, (B)(6) 2018, and (B)(6) 2018 whereby two gore® dualmesh® biomaterial devices and a gore-tex® soft tissue patch were implanted. The complaint alleges that on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2019, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh erosion, loops of small bowel of small intestine were densely adherent to previous gore mesh, previous gore mesh slid away to the side allowing the hernia to recur, incarcerated hernias, recurrent incisional hernia repaired with placement of new mesh, pain, adhesions to previous gore mesh. Additional event specific information was not provided.

Manufacturer narrative:
D4: added serial#, catalog#, expiration date, UDI#. D6 / d7: added implant and explant dates. H4: added device manufacture date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2010: (B)(6), md. Operative report. Preoperative diagnosis: morbid obesity, failed lap-band. Postoperative diagnosis: morbid obesity, failed lap-band. Operations: remove lap band and perform laparoscopic biliary pancreatic diversion, laparoscopic adhesiolysis, laparoscopic appendectomy. Complications: none. Findings: morbid obesity, previous laparoscopic band, dense adhesions in terminal ileum, surrounding appendix on pelvic brim. On (B)(6) 2010: (B)(6), md. Discharge summary. Prognosis upon discharge is excellent. 37-year-old status post laparoscopic gastric band removal and biliopancreatic diversion and lysis of adhesions. Abdomen soft, nontender, nondistended. Dressings dry and intact. Hospital course: unremarkable recovery from surgery. Discharged home postoperative day four. Discharge diagnosis: morbid obesity. Instructions: no heavy lifting / pushing / pulling greater than ten pound for four weeks. Postoperative check in 7-10 days. Addendum: suffered acute bleed postoperatively with drop in hemoglobin and hematocrit; no source immediately apparent. Transfused packed cells and observed; hematocrit stabilized. On (B)(6) 2012: (B)(6), md. History and physical. Admitted from dr. (B)(6) office status post hemorrhoidectomy two weeks ago with reports of rectal bleeding. Medical history: diabetes mellitus on lantus and metformin. On (B)(6) 2012: (B)(6), md. Radiology ¿ CT abdomen / pelvis with contrast. Indication: abdominal pain. Impression: edematous pancreas with surrounding fat stranding, compatible with pancreatitis. Small amount of free fluid, measuring simple fluid attenuation within upper abdomen, bilateral paracolic gutters and pelvis. Wall thickening and stranding of the excluded gastric antrum and duodenum, likely reactive. Hepatic steatosis. On (B)(6) 2012: (B)(6), md. Radiology ¿ MRI cholangiogram with / without contrast. Impression: findings consistent with acute pancreatitis without discrete fluid collection or pancreatic necrosis. Marked hepatic steatosis. On (B)(6) 2012: [facility ni]. (B)(6), md. Procedure report. Procedure: upper gastrointestinal endoscopy. Complications: no immediate complications. Impression: normal esophagus, non-bleeding erosive gastropathy by the anastomosis; biopsies taken in stomach for helicobacter pylori, examination otherwise normal, jejunal limb erythema; biopsied. Plan: follow up helicobacter pylori results; if positive treat with triple therapy. Use proton pump inhibitor daily. On (B)(6) 2012: (B)(6), md. Consultation. Impression: admitted two weeks ago with abdominal pain; found to have acute pancreatitis (inciting factor unclear). Acute pancreatitis resolving based on imaging and lipase levels, but right upper quadrant and epigastric pain persistent. Pain could still be secondary to acute pancreatitis, but other possible etiologies may include functional pain (history of irritable bowel syndrome), bacterial overgrowth. On (B)(6) 2012: [facility ni]. (B)(6), md. Procedure report. Procedure: colonoscopy. Complications: no immediate complications. Impression: non-bleeding internal hemorrhoids. No large masses, bleeding or potential cause of abdominal pain visualized during suboptimal exam. Plan: repeat colonoscopy as outpatient given poor bowel preparation. On (B)(6) 2012: (B)(6), (medical student 4th year); (B)(6), md. Operative note. Preoperative diagnosis: right upper quadrant pain. Postoperative diagnosis: adhesive partial small bowel obstruction. Procedure: diagnostic laparoscopy with lysis of adhesions. Assistant: (B)(6). Anesthesia: general endotracheal. Estimated blood loss: non to minimal. Specimens: none. Complications: none. Condition: to post-anesthesia care unit in stable condition. On (B)(6) 2012: (B)(6), md. Discharge summary. Seen for rectal bleed status post hemorrhoidectomy. Abdomen: soft, tender to palpation, nondistended, positive bowel sounds times four, laparoscopy sites clean / dry / intact. Hospital course: bleeding controlled. Discharge diagnosis: acute pancreatitis. Implant #1 preoperative complaints: on (B)(6) 2013: (B)(6), md. History and physical. Presents with large incisional hernia which has become very painful. Is able to reduce hernia, but it is out most of the time. For laparoscopic repair of incisional hernia with mesh. Medical history: gastroesophageal reflux disease, depression, diabetes mellitus, obesity, hypothyroidism, hyperlipidemia, asthma, hypertension. Surgical history: biliopancreatic diversion; removal of lap band; weight 295 pounds on (B)(6) 2010, cholecystectomy, lap band; vanguard band; starting weight 341 pounds on (B)(6) 2006, laparoscopy, lysis of adhesions; band at terminal ileum on (B)(6) 2012. Never smoker, no alcohol use. Current medication: metformin, lantus. Weight 249 pounds, bmi 34.73. Abdomen: obese, soft, nontender, positive bowel sounds, midline incisional hernia; tender, reducible, no organomegaly. Impression: painful midline incisional hernia. Plan: laparoscopic repair of incisional hernia with mesh on (B)(6) 2013. On (B)(6) 2013: (B)(6) system. Lab. Hemoglobin a1c 8.4 h (range not provided). Implant #1 procedure: laparoscopic mesh repair of incisional hernia. Implant: gore® dualmesh® biomaterial [1dlmc05 / 11108511, 7.5x10cmx1mm]. Implant #1 date: on (B)(6) 2013 (hospitalization on (B)(6) 2013). On (B)(6) 2013: (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Assistant: dr. (B)(6), md. Type of anesthesia: general anesthesia. Findings: incisional hernia. Procedure: ¿after induction of general anesthesia, the patient¿s abdomen was prepped and draped in the usual way. Access to the patient¿s abdomen was gained using an optiview port in the left side. Once abdominal insufflation was obtained, two 5-mm ports were placed on the left side. Inspection confirmed an isolated incisional hernia in the midline. There were no other associated hernias and the remainder of the laparoscopic examination was unremarkable. The edges of the hernia were freshened up, the peritoneal sac was excised, and the hernia was then well covered with a piece of double-sided mesh with wide coverage of the hernia. It was held in place with multiple pro tacks. There was good hemostasis and no complications. The ports were removed. The skin was closed with subcuticular monocryl. The patient was transferred to the recovery room.¿ wound classification: clean. Specimens: nil. Complications: nil. On (B)(6) 2013: (B)(6) system. Implant record: mesh dual 7.5x10cmx1mm. Log: 130531. Manufacturer: w.l. Gore. Lot number: 11108511. Number used: 1. The records confirm a gore® dualmesh® biomaterial (1dlmc05 / 11108511) was implanted during the procedure. On (B)(6) 2013: (B)(6). Lab. Glucose 332 h (70-100). On (B)(6) 2013: (B)(6), md. Discharge summary. Status post laparoscopic incisional hernia repair. Abdomen: soft, obese, tender to palpation, non-distended. Laparoscopy sites x 3 dry, clean and intact. Tolerating bariatric thin liquid diet. Ambulating steadily, voiding spontaneously, stable for discharge home. Implant #2 preoperative complaints: on (B)(6) 2018: (B)(6), md. History and physical. Presents with abdominal pain and nausea x 4 months with one day of interval increase in pain not controlled with home oxycodone or medical marijuana. Now 7/10 pain, constant. Pain usually intermittent. Today, pain is pan abdomen and not localized to a single area. Currently denies nausea / vomiting / fever / chills. Reports gas / bowel movements. Has large known incisional hernia that is reducible. Complicated past medical and surgical history. Medications: glucophage, novolog. Abdomen: soft, nondistended, tender to palpation, no rebound or guarding, large reducible midline hernia; approximately 15x20 cm in upper third of abdomen. Impression: large recurrent incisional hernia with recurrent small bowel obstruction. On (B)(6) 2018: (B)(6), md. Indications: this patient is a 45-year-old man who has had multiple abdominal operations. He had undergone lap-band surgery in 2006. This was removed and converted to a biliopancreatic diversion in 2010. He had a lysis of adhesions in 2012. He then had an open creation of a diverting stoma to treat recurrent fistula-in-ano. The stoma had been closed. He had done very well from a white [sic] point of view and his bmi is now 29; however, he has had increasing episodes of severe central and right-sided abdominal pain and investigation shown that he had an incarcerated incisional hernia involving small intestine. He was brought to the operating room for repair. Implant #2 procedure: open mesh repair, incarcerated incisional hernia. Implant: no product identification provided, ¿inlay double-sided mesh.¿ implant #2 date: on (B)(6) 2018 (hospitalization on (B)(6) 2018). On (B)(6) 2018: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Operation: assistant(s): (B)(6), p.a. I needed (B)(6) expert assistance with this difficult case, and (B)(6), md. Type of anesthesia: general anesthesia. Findings: incarcerated incisional hernia. Procedure: ¿after induction of general anesthesia, his abdomen was prepped and draped in the usual way. His old midline incision was opened, revealing the hernia. Interestingly, he had 1 clump of small intestine related to his biliopancreatic diversion and anastomosis that was stuck in the hernia and to the right side. Once this was freed up, the remainder of the intestine was in fact free of adhesions. The margins of the hernia defect were cleaned up. An inlay double-sided mesh was then sutured around the margins with good overlap of the defect using interrupted 0 prolene sutures. The attenuated abdominal wall was then closed over the mesh with a running looped #1 pds suture. A drain was placed between the mesh and the anterior closure. The wound was then closed with vicryl and staples, and the patient was transferred to the recovery room.¿ wound classification: clean. Specimens: nil. Complications: nil. On (B)(6) 2018: (B)(6), md. Operative note. Preoperative diagnosis: incarcerated recurrent ventral hernia with partial small bowel obstruction. Postoperative diagnosis: same. Procedure: exploratory laparotomy, lysis of adhesions, repair of ventral hernia with mesh. Drains: jackson-pratt drain to subcutaneous space midline abdominal wall. Unplanned add-on procedure. Wound class: clean. On (B)(6) 2018: (B)(6), np. Consultation. Indication: hyperglycemia postoperatively. Severe hyperglycemia with maximum fingerstick of 316. Diagnosed with type 2 diabetes in his early 20¿s. Reports inadequate control as outpatient; most recent a1c 8.4 from 2013. History of gastroparesis. Steroid: one dose of dexamethasone intraoperatively. Weight 263 pounds, bmi 36.74. Impression: diabetes type 2 diagnosed at early age. Persistent moderate to severe hyperglycemia postoperatively secondary to acute pain, stress and insulin resistance. Nothing by mouth for ileus on intravenous fluids and continues to be hyperglycemic. Would benefit from basal and correction insulin, then nutritional insulin. On (B)(6) 2018: (B)(6), md. Consultation. Indication: unwitnessed seizure. Reports since 2015 had multiple syncopal episodes. On (B)(6) 2017 loss consciousness after period of stress at work and pain related to multiple injuries from car accident about 10 years ago. Had seizure six days ago and again this morning; attributes past two seizures to the stress of the surgery and associated pain. Impression: postoperative day two from incisional hernia repair with seizure disorder on lamictal and gabapentin with two breakthrough seizures, most recently this morning. Recent stress, pain, and sleep disturbance related to his surgery likely culprit for breakthrough seizure. Additionally, still undergoing titration of lamictal with his neurologist. Increase lamictal. On (B)(6) 2018: (B)(6), md. Radiology ¿ x-ray abdomen kub. Indication: evaluate for ileus. Findings: mottled appearing material in left upper quadrant, possibly food products within stomach. Impression: moderately dilated loops of large bowel suggestive of evolving postoperative ileus. On (B)(6) 2018: (B)(6), md. Discharge summary. Admission diagnosis: large incisional hernia with recurrent small bowel obstruction. Active problems: obesity class ii, type 2 diabetes mellitus with hyperglycemia, with long-term current use of insulin, history of seizure disorder, postoperative ileus, chronic back pain. Hospital course: on (B)(6) admitted for exploratory laparotomy, lysis of adhesions and ventral hernia repair with mesh performed without complication. Nothing by mouth awaiting return of bowel function, patient-controlled analgesia for pain relief. On (B)(6) patient reported unwitnessed seizure overnight, slight morning confusion; neurology consulted; lamictal increased. On (B)(6) glycemic management involved for euglycemia. On (B)(6) tolerating clear liquid diet after ileus resolved and bowel function intact. On (B)(6) afebrile, vital signs stable, tolerating oral intake, voids freely. Instructed on surgical drain management. Discharge instructions discussed. Stable for discharge today with parents and services. Start taking roxicodone, miralax, zanaflex. Abdomen: surgical sites clean / dry / binder in use. Surgical drain to self-suction with small volume serosanguineous. Diet: full liquid advance as discussed. No antibiotic. Bowel regimen with colace/miralax. Activity: walking frequently, no heavy lifting > 10 pounds or exertion, no return to formal exercise program without surgical re-evaluation. Wound care: shower permitted, no tub bathing or soaking. Surgical site open to air, no cream or ointment. Keep drain insertion site dry, record drain output. Follow up (B)(6) in one week. Implant #3 preoperative complaints: on (B)(6) 2018: (B)(6), md. Radiology ¿ CT abdomen / pelvis with contrast. Indication: right upper quadrant pain status post hernia repair. Impression: persistent supraumbilical hernia containing non-obstructed small bowel at inferior margin of mesh repair. Resolved acute pancreatitis with pancreatic atrophy and appearance of calcifications within the pancreatic head. On (B)(6) 2018: (B)(6), md. History and physical. Chief complaint: epigastric pain, nausea / vomiting secondary to large incisional hernia. Recently underwent exploratory laparotomy, lysis of adhesions and ventral hernia repair with mesh. Most recent CT demonstrating persistent supraumbilical hernia containing non-obstructed small bowel at inferior margin of mesh repair. Presents today as direct admission from postoperative clinic visit. Has been experiencing mid epigastric pain, intermittent right upper quadrant pain and nausea since last surgery on (B)(6). Per clinic notes, original plan was for repeat incisional hernia repair next week. Will be added on for procedure today. Abdomen: soft; large grapefruit size ventral hernia, reducible, palpable defect measuring approximately 6-7 cm, previous incisions well-healed, mild right upper quadrant epigastric tenderness. Impression: recurrent hernia and epigastric pain. Plan: admit, intravenous pain control, nothing by mouth, continue home medications. Add-on for laparoscopic incisional hernia repair with mesh, possible open. On (B)(6) 2018: (B)(6), md. Indications: this patient is a 45-year-old man, who has had multiple previous abdominal surgeries. He had an incisional hernia repair several weeks ago. He recently represented with abdominal pain and swelling and CT scan confirmed a recurrent incisional hernia at the lower end of the previous repair. It was very uncomfortable and the CT showed that it contained a significant amount of intestine. Implant #3 procedure: reduction and mesh repair incarcerated recurrent incisional hernia. Implant: gore® dualmesh® biomaterial [1dlmc04 / 16115607, 15x19cmx1mm] implant #3: on (B)(6) 2018 (hospitalization on (B)(6) 2018). On (B)(6) 2018: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia. Assistant: (B)(6), md. Type of anesthesia: general anesthesia. Findings: large recurrent incisional hernia containing significant amount of small intestine. Procedure: ¿he was brought to the operating room for repair. After induction of general anesthesia, his abdomen was prepped and draped in the usual way. I inserted a laparoscope to assess the situation and it was obvious that it would not be possible to repair it laparoscopically, therefore converted to an open surgery with reopening his midline incision. There was a large cavity, where the previous hernia had been and in the hernia defect, there were several loops of small intestine that were densely adherent around the edge of the hernia and to previous mesh. It appeared that the previous mesh had slid away to the side, allowing the hernia to recur. All the loops of bowel were completely freed up from their attachments. There was no injury to the bowel during this procedure. Double sided mesh was then sutured into the defect with interrupted 0 prolene sutures. There was good hemostasis and no complications. A jp drain was placed into the cavity. The wound was then closed with vicryl and skin staples and the patient was transferred to the recovery room.¿ wound classification: clean. Specimens: nil. Complications: nil. On (B)(6) 2018: (B)(6), md. Operative note. Procedure: repair hernia laparoscopic converted to open, lysis of adhesions, placement of gore dual mesh. Findings: adhesions of small bowel to abdominal wall, large abdominal wall defect measuring approximately 8 cm by 6 cm, no visual mesh in place from previous repair, significant scar tissue. Planned add-on procedure. On (B)(6) 2018: (B)(6) system. Implant record. Mesh dual 15x19cmx1mm ¿ s16115607. Serial number: (B)(6). Manufacturer: w.l. Gore. Number used: 1. The records confirm a gore® dualmesh® biomaterial (1dlmc04 / 16115607) was implanted during the procedure. On (B)(6) 2018: (B)(6), md. Discharge summary. Admission diagnosis: recurrent incisional hernia. Hospital course: on (B)(6) underwent laparoscopic converted to open hernia repair, lysis of adhesions and placement of gore dual mesh with intraoperative jackson-pratt drain placed, and abdominal binder on. Pain slowly improving. Physical therapy to assist with conditioning and strengthening. Upon return of bowel function diet advanced to clears. Voiding well, passing flatus, having bowel movements. Pain improved with antispasmodic, and valium; transitioned off dilaudid patient-controlled analgesia to oral narcotics; pain well-controlled. Diet advanced to low residue. Jackson-pratt drain continues to drain moderate amount of serosanguineous drainage. Afebrile. Medically stable for discharge. Discharged home with drain, on oral antibiotics, with vns home health services. Weight 248 pounds, bmi 34.59. Abdomen: soft, obese, appropriately tender, nondistended. Midline incision without erythema with staples dry, clean and intact. Jp drain with serosanguineous drainage. Continue low residue diet, continue keflex antibiotic while having drain, monitor/record drainage daily. Monitory / document glucose result; bring to primary care physician. Follow up in office with dr. (B)(6) one week. Relevant medical information: on (B)(6) 2019: (B)(6), md. History and physical. Chief complaint: abdominal pain. History of lap band in 2006 converted to biliopancreatic diversion in 2010 complicated by an adhesive obstruction of the terminal ileum in 2012 requiring lysis of adhesions and ventral hernia repair with mesh x 2 on (B)(6) 2018; presents with abdominal pain and melena. Reports right upper quadrant abdominal pain radiating to back for past month. Over last five days, experiencing dark tarry stools. Additionally, left upper quadrant pain with burning substernal chest pain; concerned that his reflux is worsening; found to have hiatal hernia on (B)(6). Abdomen: multiple well-healed surgical incisions. Erythematous dry skin inferior to midline incision. Soft, tenderness to palpation left and right upper quadrants, nondistended. On (B)(6) 2019: (B)(6), md. Radiology ¿ CT abdomen / pelvis with contrast. Indication: abdominal pain. Impression: status post roux-en-y gastric bypass without evidence for complication at surgical site. Focally distended small bowel loop in left mid-abdomen with acute angulation; may be jejunojejunostomy site however no obstruction to flow of contrast through this region. On (B)(6) 2019: (B)(6), md. Radiology ¿ ultrasound abdomen limited right upper quadrant without doppler. Indication: unexplained right sided abdominal pain. Impression: status post cholecystectomy without biliary dilation. Hepatic steatosis. On (B)(6) 2019: (B)(6), md. Procedure note. Preoperative diagnosis: epigastric pain. Procedure: esophagogastroduodenoscopy. Impression: normal anatomy pancreatic biliary diversion without ulceration, erythema. Plan: advance diet as tolerated, consider other etiologies of pain. On (B)(6) 2019: (B)(6), md. Operative report. Preoperative diagnosis: chronic right upper quadrant pain. Postoperative diagnosis: midline adhesions, no pathology in right upper quadrant. Operation: laparoscopic exploration and lysis of adhesions. Assistant: (B)(6), md. Type of anesthesia: general. Findings: midline adhesions. Indications: this patient is a 46-year-old man with a very extensive past surgical history. He has had chronic right upper quadrant pain going into his back on and off. He did have some remissions after cholecystectomy several years ago, but he has had recurrence of the severe pain. He has been extensively worked up with endoscopy, CT scan and ultrasound, MRI of his back and consult to neurosurgery and nothing really was found and he was brought to the operating room to exclude any localizing pathology. Procedure: ¿after induction of general anesthesia, his abdomen was prepped and draped in the usual way. Access to the abdomen was gained with a cutdown on the lower right side in an open insertion of a port. Inspection of the right upper quadrant showed no pathology at all. He did have some adhesions in the midline to his previous mesh repair of recurrent incisional hernia, but there was no pathology in the right upper quadrant. A partial adhesiolysis of the midline adhesions was performed. Nothing further was done. The ports were removed. The opening insertion site was closed with ur-6 sutures to the fascia and monocryl at the skin. The other skin wounds were closed with monocryl. The patient was transferred to the recovery room.¿ wound classification: clean. Specimens: nil. Complications: nil. On (B)(6) 2019: (B)(6), md. Radiology ¿ MRI abdomen mr cholangiogram 3d reconstruction with / without contrast. Indication: history of gastric bypass and biliopancreatic diversion with chronic right upper quadrant abdominal pain. Impression: normal appearance of biliary tree without filling defect or evidence for cholangitis. Splenomegaly. Scattered pancreatic cysts. On (B)(6) 2019: (B)(6), md. Discharge summary. Admission diagnosis: epigastric pain. Active problems: obesity, class ii; bmi 35-39.9, type 2 diabetes with hyperglycemia with long-term use of insulin, chronic abdominal pain, protein-calorie malnutrition; moderate. Hospital course: directly admitted to (B)(6) for epigastric and right upper quadrant abdominal pain which radiates to his back and ¿melena¿ after taking multiple doses of pepto bismol. CT abdomen/pelvis: focally distended small bowel loop in left mid-abdomen with acute angulation which may be jejunojejunostomy site; no obstruction, not consistent with where pain is. Esophagogastroduodenoscopy, esophagram and ultrasound abdomen without pathology for right upper quadrant abdominal or epigastric pain. Guaiac positive. Currently status post diagnostic laparoscopy with lysis of adhesions without identifiable cause of pain. Tolerated regular diet and discharged to follow up with dr. Fielding. Weight: 237 pounds. Abdomen: soft, obese, appropriately tender to palpation, non-distended. Lap sites dry, clean and intact. Explant procedure: [ni]. Explant date: [ni]. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.